Event description:
A technician reported that a patient presented with discomfort and redness in both eyes approximately one month post lasik. The patient was noted to have an eye infection and was prescribed a topical antibiotic eye drops. Since the use of the antibiotics, both eyes have turned very red and inflamed. The patient has since been put on a topical steroid eye drop and will follow up at a later date. There are two medical device reports associated with this event. This report is for the left eye. Additional information received states that the patient is no longer using the steroid eye drops but is using artificial tear drops. The patient's symptoms are improving.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).